Manufacturer narrative:
Reported event: an event regarding wear involving a trident ii shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remained implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that patient had a revision due to corrosion noted on the back of the mdm liner, on the inner surface of the acetabular shell and in the joint fluid and pelvic osteolysis. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported the patient's left mako hip was revised due to corrosion, fluid buildup, metal debris, and massive pelvic osteolysis. An mdm metal liner, adm/ mdm poly insert, and femoral head of unknown composition were revised to a 40mm x3 insert, 40mm ceramic head with a +4 v40 sleeve. The reporting rep (who was not the rep present for the revision surgery) does not know at the time of report where the corrosion occurred. Update: "according to dr. (B)(6) the corrosion was noted on the back of the mdm liner, on the inner surface of the acetabular shell and in the joint fluid. The femoral head that was revised was delta ceramic. The explanted components were retained by the patient. I do not have any pictures of the explanted components as I was not present for the surgery."

Manufacturer narrative:
Reported event: an event regarding fretting involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review:no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient had a revision due to corrosion noted on the back of the mdm liner, on the inner surface of the acetabular shell and in the joint fluid and pelvic osteolysis. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported the patient's left mako hip was revised due to corrosion, fluid buildup, metal debris, and massive pelvic osteolysis. An mdm metal liner, adm/ mdm poly insert, and femoral head of unknown composition were revised to a 40mm x3 insert, 40mm ceramic head with a +4 v40 sleeve. The reporting rep (who was not the rep present for the revision surgery) does not know at the time of report where the corrosion occurred. Update: "according to dr. (B)(6) the corrosion was noted on the back of the mdm liner, on the inner surface of the acetabular shell and in the joint fluid. The femoral head that was revised was delta ceramic. The explanted components were retained by the patient. I do not have any pictures of the explanted components as I was not present for the surgery."